Event description:
Additional information received reported when the physician attempted to resheath the pipeline vantage (model: ped3-027-400-14, lot: b184014) to deploy more distally, it could only be resheathed a short distance and then became stuck. The physician attempted redeployment several times but the device would not deploy fully. The physician could not determine if the issue was with the pipeline vantage or the phenom microcatheter so the devices were removed together. A ped3-027-400-12 was then used successfully.

Manufacturer narrative:
H6. Coding updated based on additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: as found condition: the pipeline vantage device and phenom-27 micro catheter were returned for analysis within a shipping box and within two various biohazard pouches. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub. The pipeline vantage pusher was found extending out of the pusher ~38.6cm. The phenom-27 micro catheter was found accordioned at ~2.1cm from the distal end. No damages or irregularities were found with the distal tip and marker band. The pipeline vantage distal braid and distal pusher wire was found already deployed out of the micro catheter tip. The pipeline vantage could not be retracted back within the micro catheter as it was found to be stuck and was advanced out with no resistance encountered. The hypotube was found intact and unstretched and ptfe shrink tubing was still intact. No damages were found with the spacers, supporting disks, or proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages or irregularities were found with the tip coil. Once deployed, the entire braid length was found fully opened. Both braid ends were found damaged and frayed. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~159.2 and the usable length was measured to be ~152.1cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). The inner diameter was measured to be 0.0270¿ (distal) and 0.0265¿ (proximal), which is within specification (specification: 0.027¿ ± 0.001¿). A 0.0265¿ mandrel was inserted into the catheter hub, through the catheter body and out the distal tip with slight resistance at the distal section. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open at middle section (hourglass shape)¿ could not be confirmed as the entire braid was found opened. Possible causes for incomplete open during the procedure are patient vessel tortuosity, damaged braid, braid improperly size to anatomy, braid overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents or inappropriate anatomy. The braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braid were returned already deployed and out of its protective introducer sheaths and dispenser coils. The customer report of ¿resistance during re-sheathing¿ and ¿catheter resistance¿ was confirmed as resistance was encountered when attempting to retract the pipeline vantage back through the returned phenom-27. It is possible the damages found on the braid and the accordioning found on the micro catheter contributed towards the resistance. However, the accordioning could have also occurred due to retracting the device against the reported resistance. Customer reported the pipeline was positioned in a vessel bend, device was resheathed 2 or less times, all devices were prepared per IFU, and patient vessel tortuosity as severe. It is likely the severe vessel tortuosity and device placed within vessel bend contributed towards the resistance and failure to open. There is no indication that the event is related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline vantage with shield that failed to open in the middle section. The patient was undergoing a procedure for pipeline stent implantation to treat an saccular artery. Vessel tortuosity was severe. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). During placement the physician realized the device needed to be repositioned more distal but after a short distance, additional movement was not possible. The pipeline failed to open in the middle and it was noted the middle part of the pipeline was positioned in a vessel bend. More than 50% of the device was deployed when the failure to open occurred. The device was resheathed 2 or less times. Finally the pipeline was resheathed and removed with the microcatheter. The pipeline was replaced to complete the procedure. There were no patient symptoms or complications associated with the event.